Event description:
It was reported via repair work order that the height adjustment racks are broken, the track roller assembly is damaged , the fowler weldment bracket is bent, and the load end lower frame components are bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the height adjustment racks are broken, the track roller assembly is damaged , the fowler weldment bracket is bent, and the load end lower frame components are bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the fowler weldment bracket was bent with no functional affect on the fowler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.